Event description:
Boston scientific received information that high shock impedance measurement was noted on this rv lead during routine follow up checkup. Boston scientific company representative advised that to set the patient on remote monitoring system for closer monitoring. The shock impedance initially was more than 130 ohms and reduced to 105 ohms. No adverse patient effects were reported. Additional information received that all other measurements were within normal limits. The patient has been followed up closely on remote monitoring system. The out of range measurement was suspected to be due to single coil lead and not due to faulty devices. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.